Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose after a high-carbohydrate meal with substantial bread, and the ilet pump began delivering small correction doses that reduced glucose from 263 mg/dl to 255 mg/dl during the call and to 191 mg/dl and trending downward at follow-up, consistent with an incorrect procedure related to meal handling and user interaction with the device. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to the user interface, and an improper or incorrect method consistent with failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.